Event description:
A customer reported that during a cataract procedure, the footswitch would not respond. The patient was transferred by ambulance to another facility to have the surgery completed. There was a significant delay and unknown patient harm.

Manufacturer narrative:
The company representative examined the system and the reported event was replicated. The system generated system message (sm) - encoder failure and sm - detent failure. The footswitch printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).